Event description:
It was reported that the smartpass feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be disabled. The patient was noted to have experienced an asystole episode. Additional information was received confirming this system was explanted due to erosion at the xyphoid incision. This system was explanted and disposed. No additional adverse patient effects were reported.